Event description:
A complaint was reported that the system was causing unwanted sensations. The patient's precision system was explanted. The patient is reportedly doing well.

Manufacturer narrative:
The ipg passed visual, electrical, and mechanical tests performed. After one change cycle, the device regained functionally. The device exhibited normal device characteristics. The paddle lead was not returned; therefore, technical analysis could not be performed. A review of the device history record found no anomalies. This is the final report.